Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided lymph biopsy procedure through normal tissue density using maxcore device. Prior to the procedure, the device¿s gun body was stained. No coaxial needle was used. The procedure was completed with another device. There was no contact with patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided lymph biopsy procedure through normal tissue density using maxcore device. Prior to the procedure, the device's gun body was stained. No coaxial needle was used. The procedure was completed with another device. There was no contact with patient.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows that one maxcore device was in the open packaging with the yellow guard and with the protective tubing. The hcp was showing the black stain which was noted onto the device. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as a black stain was noted onto the device. A definitive root cause for the alleged device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.